Event description:
Reporter indicated a vns (B) (6) handheld computer was freezing on the interrogation screen. Performing a hard reset resolved the screen freezing. The handheld computer and flashcard have been requested for return but have not been received to date.